Manufacturer narrative:
(B)(4). Method code(s): evaluation method: device work order search. Results code(s) (evaluation result): a device work order search was performed and one similar complaint was found within the work order. Conclusion code(s) (unable to confirm complaint): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 20.5 diopter preloaded injector. When handling the rod, the rod passed above the iol and the lens became blocked. There was no patient contact. No adverse event was reported.

Manufacturer narrative:
Method: data analysis. Results: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).